Manufacturer narrative:
Evaluation summary: the failed accuracy tests on channel a and b were confirmed. Inspection of the device found that channels a and b were underdelivering. The failed accuracy tests were caused by faulty pump head modules. The pump head modules were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
During service by baxter, the infusion pump failed the accuracy test on channels a and b. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. No additional information or contact was available.